Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer checked the alignments of the sample and reagent probes and decontaminated the analyzer. He found a pre-wash nozzle was bent and a screw in the bead mixer wash port. He checked the bead mixer pre-wash, and reagent probes washes that were all within specifications. He replaced the pre-wash nozzle, bead mixer, and solenoid valves, and cleaned the sample probe. He and instrument checks that were acceptable. The customer ran calibration and qc that passed. The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The investigation did not identify the specific cause of the event. However, the issue appeared to be resolved after the service actions.

Manufacturer narrative:
The reagent lot number and expiration date were requested but not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable folate results for an unknown number of patient samples on a cobas e 801 analytical unit. The customer was able to provide the following example for one patient sample: the initial result was 5.2 nmol/l. The repeat result was 8.5 nmol/l.